Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
According to the available information this inflatable device was removed/replaced on 07/21/2020 due to a malfunction. Additional information received indicated that the malfunction could not be seen. No saline was in the system. A titan touch pump, two cylinders, and reservoir were received for evaluation. Examination and testing of the returned components revealed a separation at the strain relief of cylinder 2. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be smooth and straight, indicating stress was exerted. A partial separation was noted at the exhaust tubing of cylinder 2. Testing revealed this to not be a site of leakage. Surface abrasion was noted on both cylinder exhaust tubing, shorter length pump exhaust tubing, and pump inlet tubing. No functional abnormalities were noted with the pump, cylinder 1, and reservoir. Based on examination of the returned product, it was concluded that the smooth and straight surfaces associated with this separation indicates that sufficient stress was exerted on the strain relief of cylinder 2 to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device, or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, there was no saline in the system. The malfunction was not visible. The device was replaced.